Event description:
Customer called lfs on 01/2002, alleging the meter was inaccurately low and customer "developed a foot wound". Per cust service rep,the following was documented: patient's ot meter was inaccurately low. Customer had no symptoms. Customer "developed a foot wound". Patient "is going to wound center". No blood glucose results were provided. Patient was "comparing to feeling/normal reading". Patient's insulin was increased. Customer was sent replacement meter.